Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). Update 03/29/2017. Investigation: x-initiated manufacturer's investigation, x-no sample returned, x-review DHR, inspect returned samples, inspect stock product. Analysis and findings: the reported complaint that the "stem broke away from the pump handle during operation" was confirmed via the photo provided in email dated 3/2/2017. The vacuum tube stem sheared off from the over-molded cup. Without the physical affected sample one cannot make a positive verification of any identifiable witness mark or information that would identify it as user error, however, the manner in which the stem broke away from the cup can only happen when excessive pull force is applied as a result of the vacuum applied. The molded undercut on the vacuum cup stem and under the over-mold, serves a failsafe feature that breaks away from the cup so that excessive force cannot be applied during use. A review of the product dfu was performed, but there is no indication of possible misuse based on all the information available. Previous complaints from the past few years that were similar in nature revealed that the product had been properly sampled and all testing provided from the plastic molder, exceeded the minimum pull out force spec of forty one (41) pounds in all instances. In conclusion, based on all the available evidence, it is concluded that the sheared stem tube occurred as a result of excessive applied pull force or manner contrary to the device intended use. Note: there were two complaints generated from the account, and concerning the same lot number. A review of the lot DHR did not reveal any abnormality. Corrective actions: a corrective action is not applicable due to the absence of the affected device at the time of this investigation for physical inspection of the affected device. However, if the affected device is returned in the future and made available for investigative inspection verification, the complaint may be reopened and addressed as required. Corrective action level: 1 2 3 4. Train personnel: none. Reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. Product was disposed by end user.

Event description:
(B)(4). "The stem broke away from the pump handle during operation, a cesarean section needed to be performed. Products was thrown out not being returned."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint: (B)(4). Product was disposed by end user.

Event description:
Reference e-complaint-(B)(4). "The stem broke away from the pump handle during operation, a cesarean section needed to be performed. Products was thrown out not being returned."